Manufacturer narrative:
Findings:unit received with intermittent buttons due to corroded keypad traces. No button error alarms or frozen screens noted. No display ramping units own anomaly noted. Unit received with cracked case at reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window. Unit received with stained end cap sticker.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 124 mg/dl. The customer's mother stated that the device just froze. The customer stated that there is no significant event leading to the alarm. The customer's mother was advised that the device would be replaced and agreed to return the product for analysis. The customer's mother was advised to discontinue use of the device and revert to a backup plan.